Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported they didn't know if the impedances were high or low or why they were showing the way they were. The screen only indicated that they should avoid 0 and 2 and not to use electrode 6. They were not able to determine the cause of the impedance issue and the settings not available message. They just knew that the settings not available message resolved after they reprogrammed the lead to use different electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient lives in a trailer without electricity and did not have the means to charge their implantable neurostimulator (ins) on a regular basis. The patient would have to drive to their doctor¿s office to charge. When the patient charged up the ins, they got a ¿settings not available¿ notice. The manufacturer representative ran an impedance check on the lead and it said to avoid electrodes 0 and 2, and that electrode 6 was out. The manufacturer representative reprogrammed the lead appropriately and the patient was able to feel stimulation again where they needed it. It was noted that the manufacturer representative also ran an energy check, which determined that the ins would need to be charged every 4.7 days. The manufacturer representative charged the patient¿s ins to full and mentioned that the patient was planning to travel somewhere to charge every three to four days to make sure that therapy continues. It was noted that the issue had been resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.